Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the validation code was not working. A technical support specialist confirmed customer used the validation code not an override code.

Event description:
It was reported when using the bd pyxis¿ medbank tower device validation code not working during the medication dispensing process for the patient. The customer reported that the user was able to remove the required medications. There were no adverse events or injuries reported based on this event.